Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the device failed to cross the heavily calcified lesion and upon retraction, the stent dislodged and was lost in the patient's coronary; however, it was successfully snared outside of the patient. No patient effects were reported. No additional event or patient information is available.